Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. Technical support verified that the exhalation port was not plugged in and the circuit is set up correctly. The customer performed the flow sensor accuracy testing and the unit passed. Technical support advised the customer to replace the flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports that during preventative maintenance (pm) the delivery test did not pass. The customer reported that there was no patient involvement.